Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, a percutaneous transluminal coronary angioplasty of the left anterior descending coronary artery was done. During the procedure the physician advanced the coronary stent delivery system but the guide catheter backed out of the ostium and the stent/wire placement was lost. The guide cahteter, stent delivery system and the guide wire were removed. Upon removal the stent was not on the delivery system. An examination was performed of the sheath, guide catheter and all accessories, but the stent could not be located. A new guide and stent delivery system were advanced to recannulate the left anterior descending and two stents were successfully deployed. No further information was provided. No patient injury was reported.